Event description:
In this case the customer reported when the operator was trying to perform the morning quality check (qc), the CT table was in free float and the multifunction footswitch was stuck and the gantry would not come out fo estop causing the gantry to shut down. There was no report of any harm to a pt, operator or bystander.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow up MDR at the completion of the investigation.